Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection of the device was performed with no issues noted. An alarm log review and power on self-test were performed and identified the occurrence of an f-38 alarm. The cause of the alarm was due to force sensing resistors (fsrs) that were out of specification. The fsrs were replaced to fix the reported condition. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.